Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements of 200 ohms along with intermittent sensing and pacing inhibition. A diagnostic procedure was done and revealed a break in insulation at the location of the suture sleeve. A revision procedure was performed in which the lead was surgically abandoned and replaced. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.